Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancotroy (2 g stat dose) and intraperitoneal gentamicin (20 mg once daily for 21 days) for peritonitis. Action taken with therapy was not reported. At the time of this report, the patient is recovering and antibiotics remain ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.